Event description:
It was reported that customer experienced difficulty using pump due to unresponsive or overly sensitive buttons. There was no reported impact to the customer¿s blood glucose level. No additional actions by technical support were documented.